Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when implanting the right ventricular (rv) lead, it was noted that the rv lead exhibited insulation breach which was confirmed via visual examination. The rv lead was not used and replaced during procedure on (B)(6) 2025. The patient remained stable throughout.

Manufacturer narrative:
The reported event of dent on the insulation was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.